Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
The health professional reported that when the distractor tips were removed after placement of a spacer for an l5-s1 tlif, it was noted that the tip of the threads were cracked. No fragments left in patient. Surgeon was able to complete procedure.